Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose level was in the 50 to 60 mg/dl range. Customer treated their low blood glucose with glucose tablets. Customer underwent training on the insulin pump a week prior to the low blood glucose levels.